Event description:
It was reported that when preparing to deliver the micro-introducer during catheter placement, the customer observed signs of split at the black tip of the micro-introducer. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed eleven other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing to deliver the micro-introducer during catheter placement, the customer observed signs of split at the black tip of the micro-introducer. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the tip of the sheath was confirmed and appears to be manufacturing related. A single photograph of a 4.5fr microez microintroducer/dilator/sheath was returned for evaluation. The sample appeared unused as the sheath had not been split, no residual material was evident on the sample, and no bends or bowing was noted in the sample. The distal end of the sheath contained a small longitudinal split with straight split edges. No crumpling of the sheath material was seen near the split. However, it is unknown if the sheath contained any additional damage that was not visible in the photograph (e.g., on the opposite side of the sheath). The manufacturing process likely caused or contributed to the observed split. Characteristics of the raw material and/or storage conditions may have also contributed to the damage. Bd is working closely with manufacturing to help prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.